Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Over/under correction, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault and refractive surprise. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved.